Event description:
On may 5th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that the system experienced a period of transient optical instability. Customer care recommended that the user re-link their sensor to allow the system to reinitialize and converge faster. Post-re-link, the overall system was performing within expectations. The user was advised to continue using the system and to call back if they had further concerns. Per dms review, the user was using the system with up to date information.